Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm (alarm 19) during the loading sequence. The customer's blood glucose was 600-1000 mg/dl with diabetic ketoacidosis. The customer was taken to the emergency room and was treated with intravenous insulin or potassium (customer could not remember). The customer was incoherent and was later admitted to the hospital. The customer was treated with intravenous insulin or potassium (customer could not remember). Customer was released from the hospital with no permanent damage. The customer reverted to manual injections for alternate insulin therapy.